Event description:
Healthcare provider reported a right side rupture. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell and delamination orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior assessed as an unidentified (tear) opening. A delamination partial of the orientation dot (adhesive failure).

Event description:
Healthcare provider reported a right side rupture. The device was explanted.